Event description:
Treatment of an avm. During contrast injection. It was reported the catheter broke at 15cm from the distal tip and the broken segment remained in the patient's brain. No patient injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up will be submitted when the evaluation is completed.